Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 13-nov-2013, UDI#: (B)(4). Product ID: 3777-60, serial/lot #: (B)(4), ubd: 24-aug-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that during a check-in with the patient, upon reading the battery, electrodes 7 and 15 had impedances over 10k. Patient stated she has had several good falls since the leads were implanted. No actions taken at this time. Issue has not been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was not determined. The high impedances did not resolve; no further action will be taken, as the electrodes in question are not necessary to currently programmed therapy. No further complications were reported.